Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no issue with the speaker and there was sound at start up test. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Although the device is working to its specification the device speaker will be replaced as precaution. The device will be returned to the customer.

Event description:
It was reported the device was presented with a speaker malfunction error message and no sound was coming from the device. The device was not in use on a patient and there was no report of patient or user harm.